Event description:
It was reported that the gastrointestinal videoscope had image blackout. The event occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the investigation findings, it was determined that the most likely cause of the malfunction (image blackout) was water immersion from the ultrasound plug (u-plug) unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.